Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump battery compartment was crack and it was giving battery failed alert after changing the batteries. The insulin pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged failed battery alarms, battery lasts less than expected, moisture exposure and cosmetic damage at the battery side found on 23-feb-2022. Pump successfully downloaded traces and history file using thump. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alert and battery lasts less than expected noted during testing. Failed battery alert was found in the pump trace download unexpectedly occur on 02/23/2022 20:26:15 till 20:38:23. Battery lasts less than expected alarm was found in the pump trace download on the event date 02/23/2022 20:01:00. Low battery alert in 02/23/2022 20:01:00.000 and 02/23/2022 20:01:22.000. Customer changed the battery less than a week due to moisture damage. Pump was cut open to perform visual inspection there was evidence of moisture damage on the electronic assembly. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case behind the pump at the battery compartment. In summary, customer allegation for pump's battery lasting less than expected and failed battery alarms confirmed in history. Cosmetic damage confirmed at case behind the pump at the battery compartment. Moisture exposure was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.